Event description:
It was reported that medfusion 4000 pump, top case/ force sensor error. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left and right bottom corners, the handle was broken and cracked by the tube holder, the right plunger case was chipped/cracked, and there was visible contamination by the l bracket pole clamp and by the alternating current (a/c) power cord clamp. There is nothing in the event history log (ehl) pertaining customer stated issue. Unable to download ehl. During the functional testing the pump operated as intended and visual inspection confirmed the physical damage to the top case. The root cause of the physical damage was due to the customer's impact to the device. The root cause of the force sensor was unable to be determined as there was no problem found. Replaced top case. No action/repair done. No problem found. Performed infusion and occlusion test.

Event description:
Additional information received, incident did not occurred while in use with a patient. No adverse event.